Event description:
A report was received that the pt underwent a pocket revision due to difficulty charging caused by non-device related weight loss. The physician moved the ipg so the pt would be able to charge and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.